Event description:
After cardiac catheterization, the rn found that the patient's line had been torn by one of the ports and that the prior rn was told to bend the line over and place it opposite until the PICC rn could assess it. The oncoming rn called the PICC rn to report the findings and to have him evaluate the line. The line was disconnected and a new piv (peripheral IV) was inserted. The infectious diseases rn was notified of the line snapping which should not be something that can occur, and is investigating with the company to see why the line snapped where it did. No culture was requested by the md that was notified of the issue and the md gave the disconnect order for the existing line.======================manufacturer response for central line, multi-lumen central venous catheterization kit w/blue flextip (per site reporter).======================